Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump over infused. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found non-OEM tamper seals were found on pump, top case was chipped out, and cracks observed on the right plunger case and bottom case. The device?s event history log was reviewed for evidence of the reported event, ?syringe near empty? Was found. To conduct functional testing, the device had an accuracy test performed. The test revealed no problem was found; pump is operated as intended. Syringe near empty alarm is a low priority alarm that occurs indicating the syringe will reach empty in the "near empty time" interval. The "near empty time" interval ranges from 1-240 minutes. This time interval may be set via pharmguard toolbox. Pump is operated as the near empty time was programmed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.